Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's new implant had to be removed almost immediately because of a confirmed infection in their upper left hip that was really bad. The caller thought both the lead and implantable neurostimulator (ins) had been removed. The caller was not sure how the patient had gotten the infection, they wondered if the incision was left open because the healthcare provider (hcp) had told them that the patient had been "left for an hour". The caller noted the system had been implanted (b)(6 2016 and almost immediately had gotten infected. The infection was not yet resolved as the patient was still on oral antibiotics and was still healing. The exact explant date was unknown, however the patient had been treated with antibiotics for about six days and they had started the antibiotics almost immediately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.